Event description:
Device 2 of 4. Reference MFR. Report #s 1627487-2011-0919, 06056 and 06057.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconforming item was replaced and the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.